Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a thrombus in the hemostatic valve. There was a thrombus in the hemostatic valve of vizigo after about 10 minutes since inserted into the patient¿s body. Changed to a new vizigo and resolved because of a safety issue when repointing. The procedure was completed without patient's consequence multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Thrombus is MDR-reportable.

Manufacturer narrative:
On 26-jul-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a thrombus in the hemostatic valve. There was a thrombus in the hemostatic valve of vizigo after about 10 minutes since inserted into the patient¿s body. Changed to a new vizigo and resolved because of a safety issue when repointing. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Biosense webster performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that carto vizigo sheath was returned in good conditions, thrombus was not observed. Flushing test was performed using water and a lab syringe and the device was irrigating without issues. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Coagulum observed at the hemostatic valve could be related to the issue reported by customer, therefore customer complaint was confirmed. A device history record was performed for the finished device 00001580 number, and no internal action related to the complaint was found during the review. An irrigation issue may contribute to a thrombus formation and the precautions included in vizigo instructions for use (IFU) m-5276-889 rev b includes the usage of best practices for irrigation as a recommendation to minimize the potential of thrombus formation. The event described could not be confirmed as the as the sheath performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).